Event description:
Caller reports back to back testing on the same meter while using the inform system with results of: hi (>600 mg/dl) and 169 mg/dl. 451 mg/dl and 191 mg/dl. Caller reports quality controls were run the previous day and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.